Event description:
A report was received that the patient was experiencing inadequate pain relief. It was determined that the lead had a few contacts that were out due to high impedances. Device malfunction was suspected due to contacts that were out and the cause of high impedances was unknown. The patient underwent a lead replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.